Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the most likely cause of the reported retroperitoneal bleed was high femoral puncture. It was reported that a high stick was noted. It should be noted that per the mynx vascular closure device instructions for use (IFU), warnings indicates that "do not use the mynx vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed." A review of the lhr was not possible as the lot number was not provided. UDI number: note: di number and pi number are unknown as the part number and lot number were not provided.

Event description:
The following information was reported: the mynxgrip vascular closure device was deployed in the femoral artery. High stick was noted, and decided to close anyway. The mynx vascular closure device was a successful deployment. No hematoma. The patient a few hours later complained of abdominal pain, and presented with a retroperitoneal bleed. The patient was hospitalized as a result of this event.